Manufacturer narrative:
We received and evaluated on model# cts02 5x100 kii sleeve zthr 12/bx. Investigation summary: the event unit was returned for investigation along with the fractured cannula tip and latch tab. Upon inspection, engineering confirmed the cannula tip and latch tab had fractured and noted the fractures were clean breaks. The missing portion of the cannula was returned and found to be the exact size as the hole on the cannula tip; no pieces were missing. The root cause of this incident is likely due to an interruption in the molding process. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. This lot was built prior to the implementation of these enhancements. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). Product may also be ctr03 (lot unknown, partial UDI# (B)(4)) - see event description for further details. Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic hernia repair surgery- "this is a complaint from the market. Administrative no. (B)(4). The event unit and fragments of cannula and latch tab will be returned to amr. As olympus could not identify the model name and the lot number, no credit or replacement is needed. Please refer to the complaint sheet for investigation." Complaint sheet - " the customer found that the cannula tip was fractured when removing the trocar. He/she reinserted a trocar, confirmed the fragment, and retrieved it. No patient injury. Procedure: laparoscopic hernia repair surgery. Combined instruments: mesh. The event unit and a fragment were returned to olympus and visually inspected. The cannula tip had a missing portion and it matched the fragment. The fractured portion of the cannula tip seemed to have no sign of heating or other impact caused by energy devices. The fragment had multiple flaws likely caused by grasping with forceps in retrieval. During inspection at olympus, one of the latch tabs was accidentally broken off. The unit and two (2) fragments will be returned to amr. Admin#(B)(4). As olympus could not identify the model name and the lot number, no credit or replacement is needed and no need to review the manufacturing records of the event unit. Patient status- no patient injury.